Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that row b in drawer 2.2 had not been detected on the communication bus. A field service engineer (fse) arrived onsite, and row b was still undetected. The fse observed that the drawer had extended too far out from the cabinet, and the bearing cage had begun to separate and had already started losing bearings. The fse replaced the whole drawer to resolve the issue. The user successfully inventoried several pockets in the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer 2.2 row b failed and was not detected on the communication bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.